Event description:
Customer reported a malfunction with their pump, indicated by malf 16 code, and confirmed that no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump and instructed the customer to put the current pump into storage mode and return it using a pre-paid label within 10 days. The customer does not currently have a backup insulin therapy and will contact their healthcare provider.